Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient had knee revision for painful, stiff knee. Components were not loose & no infection was present. Femoral component, poly insert, & patella were removed. Synovectomy, releases & removal of osteophytes was performed. New components were implanted w/o incident. There is no other information to be obtained.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.